Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: mlry-hd 3hole rlc shl 50mm/l23 ; catalog #: 11-104150 ; lot #: 3878335. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that during a hip joint arthroplasty there was incorrect sized product in the packaging. In the package labeled as size ''23'', the actual product was size ''24''. An additional product was opened with the same lot number and the same issue was noted. To complete the procedure competitors product was used.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet (B)(4).

Event description:
Incorrect product in packaging.